Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Root cause was determined to be a leak at the reservoir o ring. Release records were reviewed, and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
It was reported that the customers blood glucose (bg) level reached 360 mg/dl after wearing the pod between 24 and 36 hours. Customer reported that, when pod was removed, insulin was noticed on the skin and the adhesive was wet. Customers blood glucose, carbohydrate intake and insulin history are as follows: (B)(6).